Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user was experiencing occlusion issues and a pump jam occurred. The pump was used in position 3 as a sucker/vent pump, with thin walled 3/8" tubing in the boot. The device was not changed out, as they continued to use the roller pump and complete case with no problems. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.